Manufacturer narrative:
Without logfile the root cause could not be determined conclusively. The possible root cause could be a movement of patient´s eye during treatment or vacuum was turned off by the user during treatment (by pressing the right foot switch). (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient interface lost suction during lasik flap creation. The treatment was completed with a new patient interface without harm to the patient. Additional information received, the patient is doing well post operatively.